Event description:
Hcp reported pt infection. The infection was not meningitis. The signs and symptoms are redness and swelling. The primary location of the infection was the device pocket. Cultures were taken from the device pocket and the type of organism found was staph aureus. The pt was given IV antibiotics and the total device system was explanted. The infection resolved. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.